Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2015 under general anesthesia. According to the complainant, about eight minutes into the ablation phase of the procedure, a fluid loss alarm occurred and there was no actual leak noticed. The procedure was continued and another fluid loss alarm was observed during this phase and a large gush of hot water was seen at the junction between the scope adapter and the sheath assembly, it was noted that the proximal part of the plastic sheath had broken off. The hot fluid hit the patient¿s buttocks and perineum and it was reported that the patient developed blistering and was initially treated with silvadene cream. The case was not completed due to this event. Post procedure, the patient was admitted and evaluated by wound care nurse and silvasorb gel was applied on the affected area and was given discharge order on the same day. Additionally, the patient had to be readmitted to the hospital on an unknown date for two days for wound care and to continue outpatient treatment until the burns healed. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure on (B)(6) 2015 under general anesthesia. According to the complainant, about eight minutes into the ablation phase of the procedure, a fluid loss alarm occurred and there was no actual leak noticed. The procedure was continued and another fluid loss alarm was observed during this phase and a large gush of hot water was seen at the junction between the scope adapter and the sheath assembly, it was noted that the proximal part of the plastic sheath had broken off. The hot fluid hit the patient's buttocks and perineum and it was reported that the patient developed blistering and was initially treated with silvadene cream. The case was not completed due to this event. Post procedure, the patient was admitted and evaluated by wound care nurse and silvasorb gel was applied on the affected area and was given discharge order on the same day. Additionally, the patient had to be readmitted to the hospital on an unknown date for two days for wound care and to continue outpatient treatment until the burns healed. An additional attempt has been made to obtain follow up event details with no response from the clinician.